Manufacturer narrative:
The local area field representative was contacted for additional information, however no further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent a routine device change out procedure. Defibrillation threshold (dft) tests had been successfully performed with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD). It was then reported the patient had experienced a stroke after the procedure which was believed to be caused by the dfts. An MRI was being considered. Boston scientific technical services (ts) discussed recommendations to wait more than six weeks post implant to perform an MRI. No additional adverse patient effects were reported.